Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient experienced pain and soreness at the implant site. The patient reported that the implant site "felt like severe cramping, burning, and a tooth ache like sensation." The patient further noted that at first they had experienced painful stimulation in their ribs, but the pain relocated to their tail bone after reprogramming. While the device was turned off, the patient reported that the pain in her rear was severe enough that "she cannot even drive or sit" and that the pain intensified when the device was turned on. It was also reported that the patient had felt a jolt while attempting to recharge and had trouble recharging. The patient additionally reported having felt "little burning, pain, and ache, while charging initially, but it had since become "constant." The patient further reported that their surgeon stated "the battery was defective and overheating and burning inside" and that they recommended explantation. The patient additionally noted that the device "sticks out on one side" while lying down. The patient was redirected to their health care provider. Additional information was requested. If additional information becomes available, a supplemental report will be filed.